Event description:
Pt returned to or for removal of baseplate which was fractured on medial aspect. Pt had admitted to falling on occasion prior to revision. Patells was intact, insert in tact, tray was fractured. Removal of baseplate, copious irrigation, removal of cement, re-cut tibia, reamed for stem, femur left intact through surgery. New implants put in. No post op complications to date.